Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 23-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) female patient who had essure (batch no. C61987) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included device allergy. Essure inserts were placed without any preliminary allergy test whereas she had allergy to components of essure. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("joint and muscle pain"), fatigue ("significant fatigue"), migraine ("migraines"), dizziness ("dizziness") and malaise ("ill-being sensation"). The patient was treated with surgery (patient underwent ablation of both tubes). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, musculoskeletal pain, fatigue, migraine, dizziness and malaise outcome was unknown. The reporter provided no causality assessment for abdominal pain, dizziness, fatigue, malaise, migraine and musculoskeletal pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6)2018. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 34-year-old female patient who had essure (batch no. C61987) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included device allergy. Essure inserts were placed without any preliminary allergy test whereas she had allergy to components of essure. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("joint and muscle pain"), fatigue ("significant fatigue"), migraine ("migraines"), dizziness ("dizziness") and malaise ("ill-being sensation"). On an unknown date, the patient experienced allergy to metals ("slight nickel allergy"). The patient was treated with surgery (patient underwent ablation of both tubes.). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain, musculoskeletal pain, fatigue, migraine, dizziness, malaise and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain, dizziness, fatigue, malaise, migraine and musculoskeletal pain with essure. The reporter considered allergy to metals to be related to essure. The reporter commented: the patient had slight nickel allergy that might explain some of her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. Quality-safety evaluation of ptc: the ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: the event slight nickel allergy was reported. New reporter (lawyer) and patient birth date (age updated) were added. Essure removal date was updated for (B)(6)2017. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2018. The most recent information was received on 30-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 38-year-old female patient who had essure (batch no. C61987) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included device allergy. Essure inserts were placed without any preliminary allergy test whereas she had allergy to components of essure. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("joint and muscle pain"), fatigue ("significant fatigue"), migraine ("migraines"), dizziness ("dizziness") and malaise ("ill-being sensation"). The patient was treated with surgery (patient underwent ablation of both tubes.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, musculoskeletal pain, fatigue, migraine, dizziness and malaise outcome was unknown. The reporter provided no causality assessment for abdominal pain, dizziness, fatigue, malaise, migraine and musculoskeletal pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. Quality-safety evaluation of ptc: the ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6)2018. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 34-year-old female patient who had essure (batch no. C61987) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included device allergy, gravida ii and parity 2. Essure inserts were placed without any preliminary allergy test whereas she had allergy to components of essure. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of musculoskeletal pain ("joint and muscle pain"), fatigue ("significant fatigue"), migraine ("migraines"), dizziness ("dizziness") and malaise ("ill-being sensation"). In (B)(6)2016, the patient experienced spinal pain ("spine pain"). On an unknown date, the patient experienced allergy to metals ("slight nickel allergy"), asthenia ("asthenia"), back pain ("back pain"), abdominal distension ("abdominal swelling"), hypertension ("hypertension"), the second episode of musculoskeletal pain ("shoulder pain"), fibromyalgia ("fibromialgia syndrome"), sacroiliitis ("compatible aspect with left unilateral sacroiliitis") and pain in extremity ("bilateral heel pain when walking"). The patient was treated with ketoprofen (bi profenid), lercanidipine hydrochloride (lercan) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, fatigue, migraine, dizziness, malaise, allergy to metals, asthenia, back pain, abdominal distension, hypertension, the last episode of musculoskeletal pain, spinal pain, fibromyalgia, sacroiliitis and pain in extremity outcome was unknown. The reporter provided no causality assessment for abdominal pain, dizziness, fatigue, malaise, migraine and the first episode of musculoskeletal pain with essure. The reporter considered abdominal distension, allergy to metals, asthenia, back pain, fibromyalgia, hypertension, pain in extremity, sacroiliitis, spinal pain and the second episode of musculoskeletal pain to be related to essure. The reporter commented: the patient had slight nickel allergy that might explain some of her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. Hla-b*27 assay - on (B)(6)2016: negative. Nuclear magnetic resonance imaging - on (B)(6)2016: compatible aspect with left unilateral sacroiliitis. Quality-safety evaluation of ptc: the ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: medical history, lab data and events asthenia, back pain, abdominal swelling, hypertension, shoulder pain, spine pain, fibromialgia syndrome, compatible aspect with left unilateral sacroiliitis and bilateral heel pain when walking added. A bilateral salpingectomy was performed for essure removal. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) abdominal pain [abdominal pain], joint and muscle pain [arthromyalgia], significant fatigue [fatigue] , migraines [migraine] , dizziness [dizziness], ill-being sensation [ill feeling], slight nickel allergy [nickel allergy], asthenia [asthenia] , back pain [back pain], abdominal swelling [swelling abdomen] , hypertension [hypertension] , shoulder pain [shoulder pain] , spine pain [spinal pain] , fibromialgia syndrome [fibromyalgia syndrome] , compatible aspect with left unilateral sacroiliitis [sacroiliitis], bilateral heel pain when walking [pain in heel] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 23-oct-2018. The most recent information was received on 10-mar-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 34-year-old female patient who had essure inserted (lot no. C61987). Additional non-serious events are detailed below. The patient had a medical history of hypertension in 2007 and tick bite, parity 2 (2 children born vaginally (B)(6)1999, (B)(6) 2004).), gravida ii and device allergy. Essure inserts were placed without any preliminary allergy test whereas she had allergy to components of essure. The patient had a family history of breast cancer (grand-mother (70 years old)) and psoriatic arthritis (father). Concurrent conditions were listed as dizziness, arthromyalgia, swelling abdomen, esophageal reflux, headache, tachycardia, muscle pain, back pain, tinnitus, dizziness, asthenia, fibromyalgia, migraine, dizziness, asthenia, shoulder pain, uterine pain, tendon calcification and scapula pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced abdominal pain (seriousness criteria medically important and intervention required), arthromyalgia ("joint and muscle pain"), fatigue ("significant fatigue"), migraine ("migraines"), dizziness ("dizziness") and malaise ("ill-being sensation"). In (B)(6) 2016 she experienced spinal pain ("spine pain"). Essure was removed on (B)(6)2017. On unknown date she experienced allergy to metals ("slight nickel allergy"), asthenia ("asthenia"), back pain ("back pain"), abdominal distension ("abdominal swelling"), hypertension ("hypertension"), shoulder pain ("shoulder pain"), fibromyalgia ("fibromialgia syndrome"), sacroiliitis ("compatible aspect with left unilateral sacroiliitis") and pain in extremity ("bilateral heel pain when walking"). The patient was treated with lercan (lercanidipine hydrochloride) and bi profenid (ketoprofen) as well as surgery (bilateral salpingectomy). At the time of the report, the dizziness was resolving. The outcomes for abdominal pain, arthromyalgia, fatigue, migraine, malaise, allergy to metals, asthenia, back pain, abdominal distension, hypertension, shoulder pain, spinal pain, fibromyalgia, sacroiliitis and pain in extremity were unknown. The reporter considered abdominal distension, allergy to metals, shoulder pain, asthenia, back pain, fibromyalgia, hypertension, pain in extremity, sacroiliitis and spinal pain to be related to essure administration. No causality assessment was received for essure with regard to arthromyalgia, fatigue, migraine, dizziness, abdominal pain or malaise. The reporter commented: hospitalization for essure insertion without any complications 3 turns of coils to the left and 9 turns of coils to the right. The patient had slight nickel allergy that might explain some of her symptoms. Essure removal bilateral salpingectomy performed without complications. Since the device removal, improvement in the patient¿s condition less dizziness but joint pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.047 kg/sqm. [Hla-b27 assay] on (B)(6) 2016: negative. [Hysterosalpingogram] on (B)(6) 2015: the device was correctly placed. [Magnetic resonance imaging] on (B)(6) 2016: compatible aspect with left unilateral sacroiliitis. Device similar incident listing (dsil) comment: the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: abdominal pain: the analysis in the global safety database revealed 2.562 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end batch number: c61987, expiration date: 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-mar-2025: quality safety evaluation of ptc. Further company follow-up with the regulatory authority is not possible. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.